Event description:
It was reported that a pump was alarming for door not fully latched messages. There was no pt incident.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched message was confirmed. And reproduced. It was caused by a failed upper link switch. As a result, the upper auxiliary assembly was replaced.